Manufacturer narrative:
H3. Analysis of catheter serial number (B)(6) identified coring/tearing/cuts in the cup of the sutureless connector, which met le ak criteria. H6. Previously reported annex g code g04105 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2026; brand name ascenda; product ID neu_ascenda_cath (serial: unknown); product type: 0184-catheter; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer via company representative regarding a patient with an implantable pump containing morphine (16 mg/ml at 3.702 mg) and clonidine (480 mcg/ml at 111.06 mcg) for non-malignant pain and failed back surgery syndrome. It was reported that the patient recently had a pump refill (date unknown) by a refill company and more drug was removed from the pump reservoir than expected. In response, the patient underwent a dye study on (B)(6) 2026. Notes explained that the healthcare provider could not aspirate from the catheter access port of the pump at the time of the dye study. The company representative reported that the patient likely has a kink in the catheter. On (B)(6) 2026, the healthcare provider attempted to aspirate from the catheter access port of the patient's old pump after opening the pump pocket to access the port directly. He still was not able to aspirate the catheter so he removed the sutureless pump connector of the patient's existing 8780 from their existing pump and clipped the catheter until cerebrospinal fluid (csf) flow was observed. The patient's catheter was revised using an 8784 catheter which was connected to a portion of their existing 8780 catheter. After clipping 31cm of the patient's existing catheter leaving 110.3cm, csf flow was observed. 11.2cm of an 8784 catheter was connected to the remaining 8780 catheter. The healthcare provider believed there was an occlusion in the old catheter. It was reported that the issue was resolved at the time of this report